Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was unconscious (no documentation how long). The patient experienced signal loss around 1:00 am, and her boyfriend called am ambulance. The paramedics took a bg reading which was 20 mg/dl. The paramedics treated the patient with IV medication, peanut butter sandwich, and soda and took the patient to the hospital. When the patient arrived at the hospital, they only performed laboratory work and did not provide anything else. The patient stayed at the hospital for 4 hours and did not remember the bg meter readings during that time. At the time of the report the patient was fine and stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.